Event description:
The hcp reported that the pump was explanted after an implant duration of 14 months, due to lack of pain relief. The pump has been dispensing saline since seven mos earlier. The patient has been maintained on fentanyl patch and oral opioid medication.

Manufacturer narrative:
H6- final device analysis reveals no anomaly found - normal device function.